Event description:
Reporter initially noted irrigating solution bottle ran dry while performing cataract surgery with lights off (not normal for the doctor). Pt injury occurred. Additional info received 2005 noted pt's capsule collapsed during phaco. Stopped phaco, found irrigating solution bottle was empty; replaced with new bottle and resumed surgery. Pt returned the next mo for a corneal transplant, penetrating keratoplasty and pupiloplasty.